Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that their diagnostic implantable cardiac monitor had "pushed right out" of their chest. Follow-up was done with the patients clinic which reveled the patients device did migrate, resulting in minor skin erosion. The device was removed and no replacement device was placed. No patient complications have been reported as a result of this event.